Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The rod inside the left brake handle was broken.

Event description:
Per a communication with invacare (B)(4), it is confirmed that the brake handle is broken. The item has been scrapped. This was received back at invacare (B)(4) on 08/15/2016. The rod inside the left brake handle was broken.